Event description:
The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no error found. The manufacturer concludes that they could not confirm the customer's allegation difficulty breathing and there was no visible foam degradation.

Manufacturer narrative:
In previous report the manufacturer captured incorrect operator of device. In this report it has been corrected.